Event description:
It was reported that the patient experienced an infusion set adhesive failure on (b)(6) 2026 where the infusion set came loose due to sweat.

Manufacturer narrative:
E1: Event city: (b)(6)Event Country: BelgiumName: (b)(6)Country: United States of AmericaAddress ¿ Line 1: (b)(6) Based on the available information, this event is deemed to be Reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.